Event description:
The customer contacted beckman coulter inc(bec) to report a clenz leak (2ml) in the drip tray underneath the abc/rbc baths of the dxh 800 instrument. The leak did not impact patient results or treatment. The customer was wearing personal protective equipment (ppe) consisting of a gown, gloves and goggles at the time of the incident. No injuries occurred, no exposure (splashed or spayed) to mucous membrane or open wounds was reported, and medical attention was not sought. On the day of the event, a bec field service engineer (fse) noted that the customer had unplugged the nrbc chamber bottom port. The fse plugged the chamber port. Verified repair per established procedures. Root cause was attributed to the chamber port being unplugged.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).